Manufacturer narrative:
Bec customer technical support (cts) had the customer clean the probe wipe and put it back in place, resolving the leak issue. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for the voteout event, which was unrelated to the leak event. The fse used a syringe to pour bleach and then deionized water through both baths to clear debris, which resolved the voteout issue. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a few drops of fluid leaked from the coulter act diff 2 hematology analyzer's probe wipe. The leak was not contained within the instrument. The customer also contacted bec a day before the leak was discovered stating that the instrument was generating voteouts (engineering control error messages); however, no leak was present or reported at that time. The system compares the three counts for red blood count (rbc), white blood count (wbc) and platelet (plt). Unless at least two counts agree, the system does not accept the count. It displays a code (-----) to indicate a voteout. The customer was wearing a laboratory coat and gloves at the time the leak was discovered. There was no direct biohazard exposure to mucous membranes or open wounds. No one sought medical attention. No erroneous results were generated.